Event description:
The customer's biomedical engineer installed a new power supply board from cardiac science into the device and when it was returned on, the power supply board smoked. The device was not being used with a pt when the problem occurred.

Manufacturer narrative:
The biomedical engineer examined the power supply board and determined that component r34 was charred. A replacement power supply board was sent to the customer. The customer was asked to return the faulty power supply board to cardiac science for eval.